Manufacturer narrative:
G4:13dec2020; b4:21dec2020. Several attempts already made for this issue to get the repair details. The authorized service engineer (asp) states that the equipment has now resumed normal operation, but did not provide the repair details. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported that the device starts automatically. The customer contacted product support and requested for service repair. The customer reported that it's unknown if the unit was in use on a patient, but there was no patient harm reported.